Event description:
Initial result for a pt hcg was 13.76 mlu/ml. When retested, the result was <0.1 miu/ml. The field service rep attributed the discrepancy to a misadjusted probe and repaired the analyzer by adjusting the probe to specification.